Event description:
It was reported that the health care professional (hcp) requested review of the pacemaker stored atrial tachy response (atr) episodes due to concerns of farfield oversensing on the right atrial (ra) and right ventricular (rv) channels. Upon review of the stored episodes, ts was able to confirm the intermittent farfield oversensing on the ra and rv channels exhibited by the device. Ts discussed possible reprogramming options with the hcp. The pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) requested review of the pacemaker stored atrial tachy response (atr) episodes due to concerns of farfield oversensing on the right atrial (ra) and right ventricular (rv) channels. Upon review of the stored episodes, ts was able to confirm the intermittent farfield oversensing on the ra and rv channels exhibited by the device. Ts discussed possible reprogramming options with the hcp. The pacemaker remains in service. No adverse patient effects were reported. Subsequent additional information was reported that this pacemaker was explanted and replaced due to normal battery depletion (nbd). No additional adverse patient effects were reported. This pacemaker was returned to facility and is awaiting analysis.